Manufacturer narrative:
The investigation into the root cause of the left ventricle perforation was found to be user related. The operator was manually manipulating the heart while simultaneously re-positioning the impella. This allowed for the impella to perforate the ventricle. The failure mode will be monitored and trended.

Event description:
The patient was transferred to a tertiary center for escalation of care and surgery. He was to have bypass (CABG) and left atrial appendage repair done in the or with hemodynamic support provided by an impella 5.5. The team made choice to re-position the 5.5 in the ventricle (lv) by manually moving/manipulating the heart and caused the lv to be perforated. The team explanted the impella 5.5, surgically repaired the ventricle, and infused many units of blood and blood products.

Manufacturer narrative:
(H3) the investigation into the reported ¿ventricle perforation and difficulty inserting/removing introducer¿ has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and no abnormalities were observed. The catheter had been cut and biomaterial was observed in the outflow cage. The cause of the lv perforation was use related since the device and heart were reported to be manipulated by the user. The returned graft was visually inspected, and biomaterial was observed inside it. As per clinical investigation, the complainant was utilizing a 5.5 for support when taking the surgical patient off the pump. He had a CABG x3 and laa done in the operating room (or). The medical team had difficulty delivering the pump into appropriate position, via the tunneled graft, to the lv. The pump would hang up on the mitral. The team made the choice to manipulate the pump by physically moving the heart and caused the lv to be perforated by the 5.5 two times. The team surgically repaired and infused many units of blood and blood products. The patient did survive and was released from the or to the intensive care unit (ICU). The most likely cause of the inability to explant through the introducer was most likely biomaterial.